Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not secured inside the cartridge after screwing. Customer¿s blood glucose level was unknown. Insulin pump had battery life diminished, rejected new battery and button did not always respond. The insulin was squirted or shooting out during priming. Customer reported that the insulin pump¿s display had rainbow effect and was hard to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device display properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, prime or fill or rewind anomaly noted during testing. No scratched lcd window or damage on device noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.